Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support while awaiting a heart transplant. During support the patient coded multiple times and required a nerve block at bedside. Additionally, the patient presented with an infection so the swan was removed. The patient also experienced a drop in hemoglobin and bleeding from esophagus. A unit of blood was transfused. Anticoagulants were paused. The patient continues on support while awaiting a heart transplant.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Infection/sepsis: the root cause could not be determined due to insufficient information. Optical signal issue: data logs were not recovered, and the product was not returned. Due to the lack of clinical details and absence of data, the root cause could not be determined. Ventricular tachycardia/fibrillation, atrial fibrillation/tachycardia: the device was not returned. To determine the root cause of the vt/vf, clinical information and analysis of the returned device would be necessary. As this information was not available, the root cause could not be established. Vascular damage ¿ peripheral vessel: the product was not returned, and there was a lack of clinical details. As such, the root cause could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-26645. B7 other relevant history, including preexisting medical conditions updated. D4 serial number corrected d6b explant date was corrected.

Event description:
The complainant also reported a placement signal not reliable alarm which was addressed, and an arterial line was being used for hemodynamic monitoring.